Manufacturer narrative:
(B)(4). Evaluation of the returned device is being conducted and will be included in the final report.

Event description:
A user facility voluntary medwatch was received by gore on (B)(6) 2018 and the following was reported: during lap incisional hernia repair w mesh, the gore suture passer was used to pull through each of the mesh tails in the 4 quadrants. On the last suture it was noted that the tip was not on the instrument. C-arm was used, tip had broken off in subcutaneous tissue on right lateral side. Incision enlarged, tip retrieved, x-ray conf. Entire tip removed. No injury.

Manufacturer narrative:
The engineering evaluation stated the following: there has been no evidence revealed by this investigation that would lead this investigator to believe that the suture passer failed to meet its performance specifications or that the device did not perform as intended. The device was designed to be used in the undamaged condition as indicated in the IFU: ¿do not bend the needle or sleeve assembly. If the needle/sleeve is bent or damaged, replace with new assembly¿.